Event description:
Patient reports right side deflation. Device has been explanted.

Event description:
Patient reports right side deflation. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: crease flat, wear abrasion, white particles in the shell and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no were observed openings on the device.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event and device return has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reports right side deflation. Device remains implanted.